Event description:
Customer reported that he was hospitalized due to high blood glucose and a heart attack. The blood glucose reading was 300 mg/dl. Customer stated that her insulin pump alarmed motor error during priming. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The device passed teh prime, displacement and basic occlusion tests. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.